Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device found signs of being implanted, wear, discoloration, foreign material, and two of the posts have fractured off. No update to root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. No devices or photos were received; therefore, the condition of the components is unknown. Device history record was reviewed and no discrepancies relevant to the reported event were found. Primary operative notes indicate no intraoperative complications. Revision operative notes provided state that patella pegs were fractured and the patella was loose. There was patella bone loss seen and significant metal and black debris seen. The tibia and femoral component were seen to be stable. The root cause of the patella peg fracture was determined to be a labeling and training deficiency as the surgical technique addendum for installation of regenerex patella failed to include guidance on depth line indication on the peg drill bit. A corrective action was previously opened to investigate the patella pegs shearing off. A corrective action was initiated to address the issue of risk of fracture was not included in the risk management files. A health hazard evaluation determination and a health hazard evaluation were completed and the product has since been recalled. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent initial left tka procedure and subsequently the patient underwent revision surgery due to loosening of patella. In this area there was bone loss that occurred and metal and black debris was found & removed.